Manufacturer narrative:
The reported event cannot be confirmed with the available information. However, there is no allegation of a device malfunction or deficiency in this case. It appears that this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this bioprosthetic valve was implanted to correct aortic insufficiency. It was noted there was difficulty getting the valve through and annulus and sinotubular junction despite opening the graft more. This was eventually placed and deployed appropriately. It did not appear to have any leaks. The patient was rewarmed and weaned from cardiopulmonary bypass without difficulty. Unfortunately, in evaluating the transesophageal echo at the end of the case, a moderate plus leak from the mitral valve with what appeared to be a potential hold at the anterior leaflet right at a3 p3. Patient was returned to cardiopulmonary bypass. Per the surgeon, "we did not have to pull extremely hard on the previously placed intuity valve although this did make our visualization somewhat difficultly. We clearly identified a tear in the anterior leaflet right at a3 p3 which most likely occurred from our intuity valve in seating this." This was repaired with a row of 5-0 prolene sutures. An edwards annuloplasty ring was then implanted in the mitral position due to minimal coaptation and preoperative mitral insufficiency. The patient was weaned from cardiopulmonary bypass without difficulty. The patient was transferred to the cardiac intensive care unit in stable condition. Transesophageal echo at the end of the case confirmed excellent valvular function with no evidence of perivalvular leak or any mitral insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. UDI # (B)(4).